Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on unknown date with blood glucose level was 52 mg/dl. The customer stated that the blood glucose went low due to the infusion set issue. The customer was treated with the glucose. The insulin pump will not be returned for analysis.